Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured during a unrelated surgery. Surgical intervention was undertaken on (B)(6) 2022 where the lead was explanted and replaced. Therapy was restored post op.